Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported suction loss in the left eye mid procedure. The procedure was switched to photorefractive keratectomy. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfile of the treatment day shows error message occurred. The message indicated that the reported treatment was aborted due to the user released the laser pedal and interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. So the reported issue is not caused by the system or the used patient interface. There is no technical problem of the system. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).